Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. The most probable cause of the malfunction is use of a high frequency instrument without a sufficient distance from the tip should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that gastrointestinal videoscope a burnt c-cover. The event was found during inspection before use. There were no reports of patient involvement.